Manufacturer narrative:
Result: hydraulic fluid was replaced.

Event description:
It was reported by service report that the head end does not pump all the way up. It is unk if there was pt involvement or if there were adverse consequences to report.